Manufacturer narrative:
Mindray service representative reseated the unit's connectors and upgraded temperature software. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the accutorr v monitor had no temperature readings. No pt injury was reported.